Manufacturer narrative:
Sample not available for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is provided in the future, follow-up report will be submitted.

Event description:
The account states that the filter didn¿t deploy once inside the patient and a retrieval procedure was performed to remove the filter.